Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery 5 months after initial surgery, due to infection. The patient also had a humeral fatigue fracture during the revision surgery. Patient ID: (B)(6).